Event description:
Co was advised on 11/1/96, that pt had been involved in a car accident, somtime in 6/96. Subsequent x-rays show the hip implant to have a transverse fracture, which will require revisionl this is a fluke occurrence but reportable nevertheless.